Event description:
Contrast agent leaked from the rotator during an angiographic procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow-up report will be submitted when the evaluation is completed. Evaluation conclusions: a follow-up report will be submitted then the device evaluation has been completed.